Manufacturer narrative:
Ppae (vessel perforation/cardiac tamponade/respiratory failure/major bleed): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated. D4 UDI updated. The investigation is ongoing.

Event description:
The complainant reported additional information upon request: "no further information is available. The catheter was discarded by the staff."

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Impella cp was successfully placed with normal flows during the procedure. Before the end of the procedure, the shockwave intra-vascular lithotripsy guide catheter perforated the circumflex coronary artery and a cover stent was inserted in the area of perforation. Patient continued to decompensate and ultrasound revealed pericardial effusion that required pericardiocentesis and mass blood transfusion. Patient was intubated and advanced cardiovascular life support performed. The patient continued to deteriorate with poor prognosis. Family requested to withdraw care and patient then passed away. The vessel perforation, tamponade and respiratory failure were most likely caused by the shockwave guiding catheter. The death will be conservatively reported to the impella cp but was unlikely a contributing factor since the device functioned as expected in this critically ill patient. The patient subsequently expired.